Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient¿s pump had broke and the patient was hospitalized with a blood glucose over 500 mg/dl. There were no further details provided, troubleshooting could not be completed, and the reported could not be reached for follow up information. This complaint is being reported because the patient was allegedly hospitalized for unknown reason while using the insulin pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the black box showed two power interruptions for 2 days from (B)(6) 2014 @ 12:16pm to (B)(6) 2014 @ 11:02am and from (B)(6) 2014 @ 12:40am to (B)(6) 2014 @ 9:45pm. There was no power interruption or any errors, alarms, or warnings during the investigation. The pump reflected 24u after a 24hr on 1u/hr basal program duration. The product performed within specifications. The pump¿s cover was removed and no intermittent condition was found internally. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.